Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was 46 mg/dl. The customer¿s blood glucose level was 91 mg/dl and dropped to 26 mg/dl during troubleshooting. The customer was treated with food for low blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.